Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, while removing the dilator from the steerable guide catheter (sgc) air was identified within the homeostatic valve. Troubleshooting was preformed per IFU, by positioning the sgc handle below the left atrium and aspirated the sgc. The sgc was removed from the patient and a new sgc was selected. Two mitraclips were successfully implanted and the procedure was discontinued. The final mr was grade <1. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The returned device analysis confirmed the reported leak/splash via device analysis. Additionally, a cracked-on flush port was observed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the reported cracked flush port resulting in the reported leak may likely due to procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Codes removed: type of investigation: 4115.

Event description:
It was reported that on (B)(6) 2026 2025, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, while removing the dilator from the steerable guide catheter (sgc) air was identified within the homeostatic valve. Troubleshooting was preformed per IFU, by positioning the sgc handle below the left atrium and aspirated the sgc. The sgc was removed from the patient and a new sgc was selected. Two mitraclips were successfully implanted and the procedure was discontinued. The final mr was grade <1. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determined a cause for the reported leak/splash. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.